Event description:
When attempting to deploy filter, it got stuck and could not advance. Dr. Cut sheath and put wire in to keep in place and used another of the same make to deploy filter. 2nd filter also became stuck at hub junction. Removed and replaced everything with another filter to complete procedure.